Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The account alleged the brake casters would ratchet side to side when the bed is pushed. No pt impact.